Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that power on reset (por) code was seen. Therapy stopped due to por. Patient was trying to connect to recharger when por was seen. It is unknown if por is related to overdischarge or not. Patient stated his ins battery is battery low, it was recommended that patient charge ins 1/2 and then call back to clear por with programmer. Patient called back for assistance clearing the por message. Instructed patient to sync with patient programmer and was able to clear por and turn stimulation on. Patient said stimulation came back on with a vengeance. It was reviewed he decrease stimulation. Patient ended call stating "ok its working". No patient symptoms or complications were reported in this event.